Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on 16-apr-2019 with the following findings: a visual inspection of the pump revealed the battery compartment was cracked from threads to the case seal along the grip pad. During investigation, the pump powered on with audible tones and vibratory features functioning, indicating there was power to the pump. The complaint of intermittent power was not duplicated, however, damage to the battery compartment was confirmed.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2019, the reporter contacted animas, alleging a power (damage) issue. There is no indication the alleged product issue caused or contributed to an adverse event. This complaint is being reported because the user may be unaware that the pump has lost power, leading to under delivery.